Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was undersized to patient's anatomy, therefore it did not reach the glans. A revision surgery was performed to explant and replace the device with a larger size. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was undersized to patient's anatomy, therefore it did not reach the glans. A revision surgery was performed to explant and replace the device with a larger size. No patient complications were reported.